Manufacturer narrative:
(B)(6).

Event description:
The customer complained of discrepant elecsys ca 15-3 ii assay results for 1 patient sample tested on a cobas 8000 e 602 module. The initial ca 15-3 ii result was 9.78 u/ml. On (B)(6) 2018 the repeat ca 15-3 result with the sample was 203.6 u/ml and deemed to be correct. There were erroneous results reported outside of the laboratory. There was no allegation of an adverse event. The ca 15-3 ii reagent lot number was 27034300 with an expiration date of 31-jan-2019. The investigation determined that the calibration was somewhat lower than expected and that the qc was acceptable. The investigation was unable to find a definitive root cause.